Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the device to not be functioning. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
It was reported that the motor had interruptions and it had drawbacks in surgery. It was necessary to mechanically overcome motor¿s inertia for its operation. This is report 1 of 1 for complaint #(B)(4).